Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va103hz, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient did not feel stimulation and the therapy was not on. The patient usually went 5 times and last night only went 2 times, but didn't feel anything in the morning. The patient still had leaking. The patient turned the therapy on and was on program 1 at 0.40v and increased stimulation to 1.25v. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the loss of therapeutic effect with leakage and the lack of stimulation sensation had been resolved. At night the patient only had to use the restroom only once instead of 5 or 6 times a night. It was also helping with the patient's daytime urgencies.